Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an error icon was displayed on the receiver. Data was not available for evaluation. Confirmation of the issue and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
Com(B)(4).

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, an error icon was displayed on the receiver. The receiver was received for evaluation. An external visual inspection was performed and no defects were found. A charging and boot up test was performed and the receiver passed. Review of the log data confirmed the reported error icon. The probable cause could not be determined. No additional patient or event information is available.